Manufacturer narrative:
Additional information provided. The company service representative examined the system and the reported issue was confirmed. The company service representative replaced the central processing unit (cpu) drawer assembly to resolve the problem. The system was calibrated and the alignment was verified. The full service test procedure (stp) was unable to be performed due to customer network connectivity. However, calibration and alignment are elements within the stp that verifies system functionality. Additionally, a service request (sr) was initiated for a reticle issue that is unrelated to the reported event. The aberrometer was replaced. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that axis readings were off. Upon follow up, there are no adverse patient outcomes related to this issue. It was more of an issue where the reticle would not line up with microscope.